Event description:
The AED was placed on the pt's chest, AED started to analyze, then gave the voice prompt "battery low". The handle indicator remained green, even though the device is not rescue ready.